Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Minor scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm that she is unable to clear. Customer stated that the insulin pump may have been affected by the humidity in the air while working out. Customer's current blood glucose reading is 130 mg/dl. No further information reported.